Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead contained a possible fracture. The lead exhibited high impedance, loss of capture, and intermittent sensing. The lead remains in use as the physician decided to monitor the patient. The patient presented no subjective symptoms and is not pacing dependent. No patient complications have been reported as a result of this event.